Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, the s-ICD started to double count and the patient received electric shocks. Possible causes were discussed and troubleshooting options were discussed and recommended. At this time, this s-ICD system remains in use and no additional adverse patient effects were reported.